Event description:
It was reported that when the patient turned stimulation on he experienced a warming sensation at the neurostimulator pocket and no stimulation sensation. The patient had a gradual loss of stimulation sensation starting approximately 1 month ago and worsening 1.5 weeks ago after the patient balled up socks against the ins in an attempt to get stimulation. It was noted that the patient had an unrelated outpatient procedure approximately 1 month ago. The patient had not had any stimulation sensation since the past weekend, and was in a lot of pain. Impedance measurements were normal, and reprogramming brought no change in heat sensation or stimulation. The patient¿s nurse practitioner decided to replace the ins, though no surgery date has been scheduled. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the patient's implantable neurostimulator (ins) was replaced. It was noted that the physician did not replace or revise the leads even though the patient was not getting stimulation where needed. The patient was on blood thinners that cannot be stopped and the physician decided he would just replace the ins to prevent any bleeding issues in the spine. The plan for the patient was to wait and see if they could receive IV blood thinners to do any procedure to reposition the lead. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that the patient had a procedure in (B)(6) 2012 to replace the implantable neurostimulator (ins). During the procedure, when the lead was reattached to the new ins it was found that it was malpositioned. It was determined that the patient needed a revision of the lead to correct this issue; however the patient was not a candidate for the needed procedure as they were on blood thinner medication. No further interventions were performed at this time and the patient was currently not using the ins therapy. The patient outcome was reported as no injury. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Lead: model 377860, lot# v017801, implanted: 2007 (B)(6), explanted: na; programmer: model fa37742, (B)(4).